Manufacturer narrative:
(B)(4).

Event description:
It was reported a patient experienced a skin lesion coincident with a clearklink extension set. It was not reported if medical intervention was necessary. No additional information is available.

Manufacturer narrative:
(B)(4). (B)(6). A review of all batch record documents was performed with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. If additional relevant information is received, a supplemental report will be submitted.